Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/08/2017 with the following findings: a review of the pump¿s black box showed three low cartridge warnings, all recorded when the insulin remaining units were at or below 20 units. The pump was returned with low cartridge warning level set to 20 units. During a visual inspection of the pump, no debris was observed in the cartridge compartment. During testing, the pump was exercised until 20 units remained in the cartridge at which point a low cartridge warning was given. The warning was correctly recorded in pump history. The cartridge was removed and 20u remaining was visually confirmed. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The low cartridge warning feature was found to be functioning properly during testing. The complaint of a history settings issue was not duplicated.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that a low cartridge alarm was emitted when the cartridge was removed with 100 units of insulin in it, and the home screen showed the same amount of insulin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.